Event description:
It was reported that when testing the pressure relief override valve the duck billed valve became unseated making the resuscitation device unusable. No patient injury was reported.

Manufacturer narrative:
A product was received and sent to the supplier for investigation. This is a supplied item; the device history record (DHR) is at the supplier. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. Device information was unknown. No product information has been received to date. Operator of device was unknown. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).